Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the tubing set separated and leaked from the drip chamber. Although requested, additional information was not provided.

Event description:
It was reported that when the nurse spiked the medication bag the secondary tubing set separated from the drip chamber and leaked normal saline. Although requested, additional information was not provided.